Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mail stated that they disassembled their oral-b serenity toothbrush and the head broke. No injury was reported.